Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 the consumer reported that their pump went empty. It was reported that their refill date was (B)(6) 2015 and the alarm date was (B)(6) 2015. The patient was in the hospital and missed the refill appointment and is having trouble scheduling another appointment with their healthcare professional (hcp). Reportedly the patient has heard two alarms and is currently hearing the critical alarm every 5 minutes. The patient is experiencing pain and withdrawal; they cannot dress themselves or shower, and have gone to the emergency room (ER) for treatment. The company representative reported that the pump logs were read on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The pump was used to deliver dilaudid (15mg/ml at 5.524mg/day). The indication for use was noted as non-malignant pain and chronic back pain. Follow up was attempted to determine patient outcome.